Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he was experiencing a recurring red rash from the sensor adhesive. Patient stated that the rash lasts approximately one week after sensor removal with no oozing or fluid at the site. Patient consulted physician and was given an ointment to apply to the affected area. Patient was fine at the time of his call to dexcom.